Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon of the images not displayed is likely due to the cable was broken due to the buckling of the cable near oredome, causing a communication failure and the image not being displayed. However, the root cause of the failure could not be identified. Additionally, the phenomenon of the procedure ended using a second non-4k camera, resulting in a delay of approximately 15 minutes is likely due to the cable is buckling near stress boot, the cable breaks, resulting in poor communication, and the image is not displayed, so 4k camera head was switched. Resulting in the processors need to be changed and the procedure is estimated to have been delayed by approximately 15 minutes. However, the root cause of the failure could not be identified. The event can be prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the endoscopic image cannot be displayed due to damage on cable unit. In addition, there was rear cover defect observed; the paint was peeled off. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that while adjusting white balance on the 4k autoclavable camera head, the image disappeared. The issue was found during the therapeutic procedure, there was a fifteen (15) minute procedural delay, and the procedure was completed with a similar device. There were no reports of patient harm.